Event description:
It was reported that during a da vinci si hysterectomy procedure the site was unable to get the bipolar instrument to cauterize. The isi representative onsite stated that the electrical surgical unit (esu) was responding to the surgeon side console foot pedal, however the customer stated that the instrument would not fire. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) was unable to replicate the customer reported complaint. The da vinci si system was tested with the bipolar instruments, esu, and cables used during the procedure and no trouble was found. All devices responding when cauterization was activated appropriately. As of november 2, 2010, there have been no reported recurrences of the issue at this hospital.